Event description:
The patient's mother reported that after wearing the pod for less than 4 hours on her daughter's hip/buttocks the site would hurt whenever she moved around. She had also been swimming that day. The pod was removed and the site looks irritated. The next day, her site was still hurting. She took her to see her healthcare provider who placed her on a 10 day treatment of antibiotics (oral) for her site infection. The site healed up since then.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.